Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this subcutaneous implantable cardioverter defibrillator (s-ICD) was oversensing noise in the secondary vector. No inappropriate therapy was delivered. The physician decided to surgically intervene and reposition the electrode. The s-ICD system remains in service. No additional adverse patient effects were reported.